Manufacturer narrative:
The pump gave an alarm during the rewind process due to an out of phase motor encoder signal. Unable to perform any tests due to the alarm. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an error alarm and went into rewind mode on its own. The customer stated that this issue had been recurring for two days leading up to the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.